Event description:
It was reported to gore the patient suffered from mitral regurgitation after a mitral valve repair using gore suture. Additionally, it was reported that the physician observed the suture was ruptured. The physician reported to gore that he wasn't complaining about the suture but wanted to give it to gore for examination.

Manufacturer narrative:
Device evaluation in process. Investigation in progress.